Manufacturer narrative:
Report from the manufacturer: in our opinion, according to the user's description, the cause is due to a user error at the pump pressure. Pressure set too high on the pump will damage the tubing (e.g., deformations), cause leakage within the suction-purge system or pinch valves, and endanger the patient. The pressure applied to this system should not exceed a value of 500 mmhg (0.66 bar). The instructions for use of the media-conveying source (e.g. Pump) used in combination must be observed, see ga-b145 chapter 7.2. A collapsed hose is not restricted in the suction and flushing function and can be regarded as an optical defect. In general, the user is advised in the associated instructions for use ga-a252 under chapter 4 that a visual and functional check must be carried out before and after each use. In our risk analysis f1-2, manufacturing-related, handling-related and design-related hazards with regard to a functional impairment as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence were considered and assessed with an acceptable risk. Richard wolf gmbh (rwgmbh) considers this matter closed. However, in the event rwgmbh receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of rwgmbh report on behalf of rwgmbh.

Event description:
The device was not sent in by the user, therefore no investigation could be carried out. Please see manufacturers narrative for product history evaluation.

Manufacturer narrative:
Instrument has not yet been sent in by the user for examination, so no statement can be made at this time. A follow up report will be submitted with the investigation results.

Event description:
Richard wolf was informed on 19.02.2021 about the following: patient was unable to receive blood transfusions, was bleeding heavily during lap procedure and needed to be convert to open to control the bleeding. The tubing occluded at the worst time, and tubing could not aspirate. Patient required to be cut open to complete surgery to control bleeding.